Manufacturer narrative:
The unit received a button error alarm after boot up and an intermittent button response on the act button due to a corroded keypad. The unit had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer reported that the device may have been exposed to moisture due to living in an area with high humidity. The customer's blood glucose level was 147 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.